Event description:
It was reported that during a starr procedure, during anterior stapling, there was an incomplete staple line. The doctor had to do a manual suture. The patient developed major bleeding. The origin of this bleeding was a small vessel from the mesorectum, crushed by the staples but w/o the adequate haemostasis. This vessel started to bleed post-op. As the surgeon could not control the situation by anal way, he had to do a laparotomy. During the afternoon, the hematome had seriously damaged the rectum (under-serous dissection over>10 cm, going up to below the douglas, with a secondary rupture of this bleeding and a hemoperitoneum). Therefore, a rectal repair was necessary under cover of a left colostomy.

Manufacturer narrative:
Information anticipated, but unavailable at this time.